Event description:
At in blood was observed in the tubing set during a dialysis treatment. The treatment was terminated. The pt was placed on a respirator for 24 hrs. No add'l medical intervention was required.